Event description:
It was initially reported that a patient had underwent an overdose. One week prior to (B)(6) 2010, the patient presented overdose symptoms, and needed intubation/hospitalization. The patient was unresponsive. Prior to the event, the patient's dose was increased, but had since been decreased. No pump alarms were heard. No diagnostic tests were conducted, and volume discrepancy was not checked. A catheter revision was completed in (B)(6) of 2010, which was also when the last refill session had occurred. The type of medication, concentration, and daily dose being administered via the pump were not reported. The patient had recovered from the event. On (B)(6) 2010, it was further reported that a non-critical alarm was heard, but was not confirmed by telemetry. The patient first heard the alarm on (B)(6) 2010, and then again at 10:20 am the next day. It was noted that volume discrepancy was checked, and no issues were found. On (B)(6) 2010, it was later reported that the revision was conducted due to a separate issue, in regards to the patient's overdose. The catheter was found to be non-functional as determined/diagnosed by symptoms, and a side port aspiration procedure. It was suspected that the issue of overdose was most likely due to starting a dose that was too high, following the device revision surgery. The patient recovered without sequela following the revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).